Manufacturer narrative:
Device evaluation: the evo-fc-8-9-8-b device of lot number c1643401 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 03 jun 2021. In summary the following results were observed in the lab evaluation: ¿broken flexor observed 132cm approximately from the white tip. Actuation of handle was possible but unable to deploy the stent due to break.¿ it is likely the break observed in the lab evaluation was due to returning the device with the pre-existing kink on the device, documents review including IFU review: prior to distribution all evo-fc-8-9-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-8-9-8-b device of lot number c1643401 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1643401 ; upon review of complaints this failure mode has not occurred previously with this lot # c1643401. The instructions for use ifu0062-5 which accompanies this device instructs the user to "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use".." There is no evidence to suggest that the customer did not follow the instructions for root cause review: a definitive root cause could not be determined from the information available. The damage could have potentially occurred when the user was taking the device out of the packaging or during preparation " summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The product is kinked in the packaging . They took a new stent product not used. Incident noticed today available for return device evaluated on 03-jun-21. "Flexor broken".